Event description:
Reference number (B)(4). Event occurred in the united states. On 28-jun-2024, it was reported that the patient faced infusion set was still attached, but the cannula was bent, which cause the patient blood glucose levels elevated to 442 mg/dl, therefore patient had received manual injection of 10 units of humulin r but blood glucose was continued to rise. The patient also experienced dizziness and wobbliness but no loss of consciousness. The patient was first gone to emergency room and subsequently got hospitalized and received insulin IV drips. No further information available.